Event description:
It was reported that a patient fell very hard on the implantable neurostimulator (ins) on (B)(6) 2014 and since then she had issues with either not feeling stimulation at all or it was so strong it was shocking her. It was noted that her leaking had returned. The reporter stated that the patient had called the doctor the day of the report regarding the fall, shocking, and symptom return. It was reported that the doctor¿s office instructed her to contact the manufacturer. The patient¿s stimulation was currently on, she did not feel stimulation, and she had a return of symptoms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04wp5, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type; programmer, patient. (B)(4).